Event description:
Our affiliate reports to us that during an arthroscopic knee repair; kenneth - jones technique, a portion of the distal end of a rigid fix guide sleeve broke off into the pt's condyle. The affiliate talks about; tourniquets, bone surgery to remove the fragment, no optimal fixation. This is all we know at this time; there are questions out to our affiliate for some clarity.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.